Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced a false positive result on the evp assay. Curves were inspected and no erroneous results were reported to clinicians. There was no report of patient impact. Assays used: evp. The following information was provided by the initial reporter: "issues reported with the evp assay providing unexpected results and suspicious curves." "False positives in patient samples & quality controls. Curves are always inspected. Issues were picked up before going to clinicians." "Csv analysis prior to receiving the database suggested that 585/630 channel has normalizer drift. The signal in 475/520 is seemingly bleeding through into the signal of 530/5565. Both might indicate issues with the reader; database analysis will tell us more."

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "evp - fp". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 12/20/2021. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. H3 other text : see h10.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced a false positive result on the evp assay. Curves were inspected and no erroneous results were reported to clinicians. There was no report of patient impact. Assays used: evp. The following information was provided by the initial reporter: "issues reported with the evp assay providing unexpected results and suspicious curves." "False positives in patient samples & quality controls. Curves are always inspected. Issues were picked up before going to clinicians." "Csv analysis prior to receiving the database suggested that 585/630 channel has normalizer drift. The signal in 475/520 is seemingly bleeding through into the signal of 530/5565. Both might indicate issues with the reader; database analysis will tell us more."